Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The shaft and tip were microscopically examined. There were numerous kinks throughout the shaft. The shaft was detached/separated at the collar. The polytetrafluoroethylene(ptfe) and portion of the shaft material were pulled out of the collar and was attached to the distal shaft. The tip and markerband were flattened/damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 28-jun-2017. It was reported that the catheter became kinked. The chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, the guidezilla was used as an extension when the non bsc stent became lifted after advancing through this device. The device was removed and was reshaped at outside patient's body when it was noted that the catheter got kinked. The procedure was not completed due to the event. No patient complications were reported. However, device analysis revealed that the shaft became detached and separated at the collar. It was further reported that after the device was removed from the patient's body, the device was attempted to be inserted again when the shaft became detached. No resistance was encountered when the detachment occurred.